Manufacturer narrative:
The solitaire device has not been returned for evaluation; product analysis cannot be performed. The device was not returned; the reported event could not be confirmed. The cause of the event could not be conclusively determined from the reported information. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report of a solitaire fr separation during a procedure. The patient was undergoing mechanical thrombectomy of the m1 middle cerebral artery (mca). Vessel tortuosity was described as moderate. The devices were prepared as indicated in the IFU. The solitaire fr was reportedly deployed and withdrawn (one pass). After removal from the patient, the "struts of the distal stent" were found to be separated. Afterward, a new device was used to continue the procedure. There were no reports of patient injury in association with this event.

Manufacturer narrative:
The solitaire 2 revascularization device was returned for analysis. The stent middle working length struts were found to be in good condition; however, appear to be overlapping. A wire was found to be constricting the stent¿s distal working lengths struts. Due to the damaged condition of the solitaire 2 revascularization device it could not be used for resistance testing. Based on the device analysis and reported information, the report of separation could not be confirmed as no breaks or separations were observed with the returned solitaire 2 revascularization device. During the device analysis the returned solitaire 2 revascularization device was found to have a round wire constricting the stent¿s distal working lengths struts. It is possible the constriction of the stent contributed to the customer¿s observation of ¿separation¿. It is likely the round wire originated from the catheter. The product analysis does not suggest a potential or confirmed manufacturing issue. All products are 100% inspected for damages and irregularities during manufacture. If information is provided in the future, a supplemental report will be issued.